Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the lead placement, the physician requested an active fixation lead. When removing the lead from the body, the physician noted that the guidewire felt stuck in the lead. The physician pulled on the guidewire on the proximal end of the lead and it would not come out. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.